Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# fg540000, serial# (B)(4)); smartablate pump kit (model# m4900109, serial# (B)(4)); smartablate generator kit (model# m4900107, serial # (B)(4)); st jude transseptal needle (model # brk xs, lot# 6462722); st jude swartz 8.5f sheath (model# unknown, lot#6439210). (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention and an inferior vena cava rupture that led to death. During the ablation phase, cardiac tamponade was diagnosed. Surgical intervention was performed to drain blood from the pericardium. During the surgical intervention, the patient condition worsened. Inferior vena cava was ripped open and the patient expired. Autopsy report is not available. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a st jude brk xs 6462722 transseptal needle. A swartz 8.5f l=63cm st jude 6439210 sheath was used during the procedure. Generator parameters at the time of injury included power mode at 25watts. Temperature warning of 37 degrees and cut-off 40 degrees celsius. The power did not titrate during ablation. Overall time for ablation and last ablation cycle at the site of injury are unknown. Irrigation flow set up was set at low flow 2ml/min and high flow 8ml/min. Patient received anticoagulant during the procedure. The activated clotting time (act) is unknown. The shaft proximity indicator spi value was not provided. The smarttouch catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit.